Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) district on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).

Event description:
Customer reported that no sample was pipetted into well b1 and f1 during pipetting of hcv assay plate (B)(4) for incidrny on b1 well. No fluid was dispensed. Error was not generated by the verseia, tip lot not provided. Customer indicated that the plate did have a error code 8 which is a no tip error on well d1 which is a negative control well. Customer observed the plate and indicated that well b1 and f1 were the same bright green as the well d1 that did not have the control dispensed in it. This is the reason the customer believes that no sample (control) was pipette into wells b1(dcnc) and f1(dcpc). B1 is a negative control well and f1 is a positive control well. Customer aborted the plate, no erroneous results recorded. Customer noted bad dispensing on microplate and did not process reading steps. Equipment used is ocd label. Units were not released, customer aborted plates and repipetted samples. Lab technician reported the incident. Customer faxed the plate load list and the plate pipette error report which shows the only well posting an error was well d1. Incident occurred on 08-08-2013. Call been document at a later time since it was not clear within the initial complaint description that there were 2 events and upon review of event totals reported it was identified that a second event for f1 needed to be documented.